Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 9 months. The pump was returned assembled with the percutaneous lead (driveline) cut approximately 3" from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft, outflow graft bend relief, and outflow elbow were returned attached to the pump's outlet port. Examination of the pump blood-contacting surfaces found three small, white, tissue-like depositions within the proximal side of the outlet stator. The depositions were loosely seated between the outlet bearing and each of the stator blades and did not show lamination or denaturing, indicating that the depositions did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the depositions were not likely present while the pump was operating. The origins of the depositions could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a routine transplant on 30nov2017. However, the investigation of the related lvad (B)(4) identified a deposition in the pump outlet stator.